Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic purposes on an unknown date. Due to infection, the dialysis catheter needed to be removed in 2005. During removal, the cuff came off the catheter and remained in the pt. The pt was placed on antibiotics and another dialysis catheter was placed at a later time.